Manufacturer narrative:
The certas valve (ID 828810) was returned for evaluation. Device history record (DHR) - product code 82-8810 with lot 6160765, conformed to the specifications when released. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; biological debris was noted around the valve mechanism and the cam was in the up position. The valve was tested for programming, passed the settings fail for the position of the cam. The valve failed the test for reflux and pressure. The valve passed the test for occlusion and leaks. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the cam ball arm assembly and the rotation construct, helical spring, titanium axle and the magnets. Root cause - the root cause for the issue reported by the customer is due to biological debris and protein build up interfering with cam ball arm assembly and the rotation construct, with the helical spring, with the titanium axle and with the magnets.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828810) was implanted on (B)(6), 2022 to treat hydrocephalus. The valve settings could not be changed and was stuck on setting 3. An attempt to reprogram the valve started since june. A revision took place on (B)(6) 2023. It was not specified what type of signs and symptoms the patient presented related to hydrocephalus.